Event description:
Physician attempted to use a nanocross pta balloon a .014 non-medtronic (platinum plus ) guidewire during treatment of a calcified lesion in the patients proximal/mid/distal tibial/popliteal trunk and posterior tibial artery. Severe vessel calcification were reported. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre or post dilated. The device was not passed through a previously deployed stent. It was reported that after the balloon was inflated, a balloon burst occurred in the posterior tibial artery. The balloon catheter got stuck on the wire. . When removing both devices, the tip of the balloon catheter broke off and was stuck in the vessel along with parts of the balloon. The patient was taken to the operating room where the balloon was surgically removed from the vessel.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis approximately 195mm of the detached balloon was returned along with two non-medtronic delivery catheters, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.